Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchanged of textured implant and rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identifies: weight to the spec, broken shell, and red particles. A visual and micro analysis was performed which identifies a striated break and missing shell (0-25%). Based on the device analysis the final assessment is a striated break assessed as surgical damage consistent with the use of some surgical tool, and a missing shell assess as inconclusive.

Event description:
Healthcare professional reported right side exchanged of textured implant and rupture. The device has been explanted.